Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Compass case (B)(4) reports: it was reported that the patient had a lt primary lt tka by dr. (B)(6) on (B)(6) 2020 with attune press fit femur, rp poly, rp press fit tray. It was noted by the surgeon that the patient is too large for the implant. Noted he needed the largest zimmer revision implants for revision. Rep was informed it was a 7 femur, 7 tray. Reported the tibia was loose and the femur was partially in grown. No other information is provided to the rep. Doi: (B)(6) 2020, dor: (B)(6) 2021, left knee.